Event description:
It was reported that during a lap adjustable band procedure, the device was leaking from the housing. It was hard to tell if it's near the stopcock or the removal housing. Competitor's device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the instrument was returned in good visual condition. The instrument was functionally leak tested and failed. We have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process. Leak test failure.